Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer would occasionally freeze due to the programmer failing to start-up. It was indicated that the computing platform was out of specification electrically. Analysis was unable to confirm that the universal serial bus port did not work. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer would occasionally freeze during interrogation and also occasionally fail to start-up. It was also reported that the universal serial bus port did not work. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.